Event description:
The subject device was returned for analysis and the device investigation revealed that the catheter shaft was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter shaft was kinked/bent 84.7cm from the proximal end of the shaft. The inner shaft had collapsed, and the coil was exposed 7mm from the distal tip. The catheter hub was intact. Functional inspection was not required as the defect was confirmed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. Also, additional information indicated the patient¿s anatomy was severely tortuous. The catheter shaft was kinked/bent 84.7cm from the proximal end of the shaft. The inner distal shaft had collapsed and the coil was exposed 7mm from the distal tip. Based on a review of all available information and the analysis of the returned device it is probable the event occurred due to severity of the patient¿s anatomy. The damage to the catheter shaft would indicate resistance was encountered during the procedure. The reported event: 'catheter shaft friction' as well as the analyzed events: 'catheter shaft kinked/bent' and 'catheter shaft broken/fractured during use' will be assigned a probable assignable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.